Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA was opened to address this issue. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. Although requested, no additional information was provided.